Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 10 mg/ml; 2.83 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported the low reservoir alarm occurred (B)(6) 2016 at 9:05. The personal therapy manager refill date shows (B)(6) 2016. The patient had just scheduled a refill appointment for (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.